Manufacturer narrative:
The device was received at the service ctr 10/09/2014. During verification testing at the service ctr the device battery was found to be swollen. The probable cause of swollen battery was due to a defective battery. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase internal temperature during the charging and discharging processes which could also result in swelling of the battery. For high internal battery temperatures the effects may result in deterioration of service life. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr from the customer contact for maintenance service. This does not indicate a reportable malfunction; however, during verification testing at the service ctr it was found the device battery was swollen.